Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the delivery system was returned with the stent fully deployed. The deployed stent was also returned for analysis. The device was returned with the customer¿s guidewire loaded through the device. A visual and tactile examination of the device identified outer sheath damage at the monorail exit port. During analysis the investigator pushed the deployment handle forward to examine the inner shaft, this amplified the damaged on the outer sheath at the monorail exit port and resulted in the outer sheath breaking. The inner shaft was undamaged and no other damage was noted along the length of the device. No issues were noted with the inner or outer sheath that could have contributed to the complaint incident. A visual and microscopic investigation identified no issues with the stent cup, stent holder or tip that could have contributed to the complaint incident. A visual and microscopic investigation identified no issues with the stent that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 02-jun-2018. It was reported that stent deployment difficulties were encountered. The 50% stenosed target lesion was located in the non-calcified carotid artery. An 8.0-29 carotid wallstent¿ was advanced to treat the lesion. During stent deployment, the stent could not be deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed outer sheath damage.